Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that the patient had a replacement surgery due to a suspected infection from small opening in the scrotum that occurred last month. His inflatable penile prosthesis (ipp) was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. It was reported that after this surgery that patient status was good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.